Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, was able to replicate the reported behavior. The monitor turns black for a few seconds intermittently. This occurred 4 times over 15 minutes when the medtronic representative was watching the navigation system. Monitor goes pure black and does not say "no input detected". Confirmed this is a known issue return requested. Replacement 19in monitor shipped to site (B)(6) 2015. Medtronic investigation of returned suspect 19in monitor finds that when the monitor was connected to a test system, for a multi-day burn-in test, there were no "no input detected" errors observed during testing. The image remained normal during all testing. The monitor has an outdated bios. It is v. B 00 and should be c 01. No fault found. The monitor is being scrapped to ensure an intermittent issue is not returned to the field. Issue resolved. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that the site operating room (or) staff alleged that the monitor on their navigation system would intermittently go black and then come back up. The biomed representative was unsure if the navigation system had to be re-booted or if it came back on its own. No further details regarding the behavior were provided. There was no patient present when this issue was identified.